Event description:
It was reported that during setup for a surgical procedure at the user facility, the device was leaking water. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences. Additionally, it was reported that during testing conducted at the manufacturer service facility in china, the device was heating up while running. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer service facility, there was no patient involvement and no delay to a surgical procedure.